Event description:
It was reported that during an implant procedure on (B)(6) 2019 of a right atrial lead, fixation of the lead was difficult in the right atrial appendage after several attempts. Sustained threshold measurements could not be obtained, so a new lead was used to complete the procedure. No adverse health outcomes to the patient were reported. At this time no additional information is available on the availability of the lead for return. More information will be provided when they become available.